Event description:
It was reported that cadd solis vip ambulatory infusion pump alarmed air in line alarm when there is no air in the tubing set, during testing. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seal was missing. Functional testing involved testing the device in user mode and it was found that the air detector was not functioning. The defective air detector was replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No manufacturing related causes or potential causes of the customer's reported problem were found during the review of service and repair records.